Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are:product ID 37791 lot# serial# unknown implanted: explanted: product type: recharger.

Event description:
Information was received from a consumer who reported about 4-5 days ago they noticed they couldn¿t get their recharger to communicate with the implantable neurostimulator (ins) and kept seeing the reposition antenna screen whenever they pressed the green button to start charging the ins. It was confirmed the recharger antenna was positioned over the ins, but the recharger continued to show the reposition antenna screen. The consumer contacted the manufacturer¿s representative (rep), and sent them two pictures, which allowed the rep to confirm the recharger battery was full. The rep advised them to call and have the recharger replaced because they thought the ¿sensor in the antenna wasn¿t connecting.¿ during the call the consumer started an ins charging session, but kept seeing the reposition antenna screen. The consumer confirmed the recharger antenna was in good condition, and the last time they charged the ins was ¿maybe a month ago.¿ during the call the consumer didn¿t have access to their patient programmer (pp) so they were unable to determine if the ins was charged enough to communicate with the pp. The consumer noted they ¿hadn¿t been feeling any shaking or anything like that,¿ so they were under the impression the ins was charged. It was reviewed the ins could potentially be overdischarged, but the antenna was going to be replaced to see if resolved the issue. If the new antenna didn¿t resolve the issue, the consumer was told to contact to their healthcare provider (hcp) to address the issue. Additional information was received stating the patient received the recharger antenna but they still cant get it to charge. They said it was over a month since they last charged. They kept seeing reposition antenna screen. It was again reviewed that the ins could be overdischarged. Additional information received from the consumer reported the cause of the issue was the battery completely dead, so the new antenna didn¿t resolve the issue. To resolve the issue the manufacturer¿s representative (rep) walked the consumer through how to get the device back up and running which resolved the issue.